Event description:
It was reported that, this pacemaker was explanted due to pacemaker extrusion with poor wound healing and infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: serial number of device.

Event description:
It was reported that, this pacemaker was explanted due to pacemaker extrusion with poor wound healing and infection. No additional adverse patient effects were reported.